Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. On an unreported date, the patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Follow-up was received from the nurse. In (B)(6) 2009, the patient began treatment with dianeal pd4 via continuous ambulatory peritoneal dialysis (capd). On an unreported date, dianeal therapy was stopped and was not reintroduced. On (B)(6) 2012, the patient experienced sterile peritonitis. On (B)(6) 2012, the patient began remedial treatment with ciprofloxacillin (500mg po twice daily) which continued until (B)(6) 2012, and received one dose of vancomycin (2.6g, ip, per protocol). On (B)(6) 2011, the patient received a second dose of vancomycin (2.6g, ip, per protocol). The cause of the peritonitis was unknown although a leakage was suspected as the bag was wet. The peritonitis was classified as severe. The patient recovered from this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.